Event description:
Customer reported to beckman coulter, inc. That the access 2 immunoassay analyzer (access 2) generated an erroneous troponin I (accutni) result. The erroneous result was reported out of the laboratory. Customer reported the initial sample was repeated and the result was amended. Customer reported access accutni 2 x 50 determinations, lot 225167 was used in conjunction with the access 2 analyzer. The access accutni was calibrated with access accutni calibrator, lot 123132. Calibration passed. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Conclusions: the customer indicated they did not observe any errors in the instrument event log in connection to this event. Bec analysis of the quality control data indicates quality control was passing at the time of the event. This report is one of two reports related to two events that occurred on same day. This report is related to MDR# 2122870-2012-02009.